Event description:
On 7/22/99, the facility's csr/or buyer informed the distributor's sales rep of the following: when the kit in question was opened, the blunt needle was missing. The facility opened another kit (different catalog/lot number) and used the blunt needle for the procedure. The device/catheter from the original kit opened was implanted. The facility is returning the remaining components from the second kit opened to obtain the blunt needle and is requesting a replacement. No further details were provided.